Event description:
Performed cardiac cath with intervention ptca performed with 2.0x12 emerge, then attempted to cross lesion with 2.25 x 12 synergy, unable to cross lesion, stent removed. Attempted to cross with 3.5x12 shock wave balloon, unable to cross, removed. 3.0x12 emerge crossed lesion and balloon was inflated x 2, emerge removed. 3.5x12 shockwave again attempted to cross lesion, unable to cross, removed. 3.5x15 nc quantum advanced and able to cross inflated x 1, nc quantum removed again attempted to advance 3.5x12 shock wave, unable to cross, attempted using guideliner and once again advancing shockwave unable to cross, guideliner removed. Rota wire extra support advanced, attempted to advance 1.5 bur unable to advance and lost wire and guide support. Burr and rotawire removed. Once wire advance attempted 2.5x12 shockwave able to cross, 3 sets of 10 impulses delivered, followed by an additional set of 10 implulses. Shockwave removed. 3.5x15 nc advanced and one inflation performed. Nc removed 2.5x12 shockwave attempted to be advanced, unable to cross, 3.5x12 shockwave attempted to be advanced, unable to cross, 2.0x6 wolverine advanced, unable to cross. Wire changed out, attempted to advance 2.5x 12 shockwave unable to cross, guidewire changed, attempted to advance 3.5x12 shockwave unable to advance. Everything removed.